Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. Noise was noted after the lss occurred. The patient's ra lead is a non-boston scientific product. The health care professional (hcp) discussed reprogramming options with boston scientific technical services (ts). The hcp was considering programming unipolar pacing and bipolar sensing. This crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated this device was explanted and returned to boston scientific. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. Noise was noted after the lss occurred. The patient's ra lead is a non-boston scientific product. The health care professional (hcp) discussed reprogramming options with boston scientific technical services (ts). The hcp was considering programming unipolar pacing and bipolar sensing. This crt-p remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.